Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Date of event: requested, not provided. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: unknown due to unknown event date. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported the angio-seal device was deployed and hemostasis was achieved. The encasing sheath was loose during the deployment phase, which caused issues with the deployment. It then stuck forward. Blood loss was less than 250cc. The procedure outcome was successful and the patient was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.